Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced vaginal bleeding, persistent granulated tissue, and mesh exposure. It was reported that the patient underwent excision procedure on (B)(6) 2010 and on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2010. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 10/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022. Additional b5 narrative: it was reported that the patient experienced urgency, discomfort and urinary incontinence.